Event description:
It was reported that loss of capture was observed on the left ventricular (lv) lead. The event was due to lv lead dislodgement and no allegation of malfunction was made against the lead. The lv lead was repositioned to resolve the event and the patient was in stable condition.